Event description:
Boston scientific received information that these right atrial (ra) and right ventricular (rv) leads were part of a routine implant procedure. During the procedure it was suspected that a perforation occurred in the right atrium. The patient was transferred to a different facility for further care where it was determined that a perforation could not be confirmed though one was not ruled out. A pericardial effusion was also suspected. Both leads were noted to be in an abnormal position on x-ray and fluoroscopy. The ra lead also appeared stretched at the helix which was confirmed visually upon extraction. Both leads were explanted and replaced without consequence. No additional adverse patient effects were reported. The leads were discarded and will not be returned.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.